Event description:
Caller reported mobile system blood glucose results of 26.5 mmol/l and 6.5 mmol/l within 10 minutes. No adverse event was reported. Strips not available for return, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). Strips not available for return.